Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. "Visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing." The evidence suggests cause to be the motor but root cause was not identified. The failed motor assembly was replaced.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.